Event description:
Boston scientific received information that this pacemaker programmed with automatic capture, exhibited premature elective replacement time (ert) behavior. It was noted that during a routine follow up approximately two weeks ago, the remaining longevity showed less than six months. A revision procedure was performed. During the procedure, the device was interrogated and the remaining longevity showed greater than one year. Subsequently, the physician elected to remove the device and replace it with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.